Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was found in backup vvi mode (bvvi). Technical support was contacted and suspected that the bvvi was attributed to electromagnetic interference (emi). The pacemaker was reprogrammed to resolve the event. The patient was stable.